Manufacturer narrative:
This follow-up report is being submitted to relay additional information. One g7 osseoti multihole 56mm f and one g7 10 deg arcomxl liner 36mm f were returned and evaluated. Upon visual inspection the there is no visible damage to either the shell or the liner. Due to the liner being impacted and the autoclaved prior to the product return no further measurements were taken complaint sample was evaluated and the reported event was not confirmed. Review of the device history record for the liner identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Source: (B)(6). Concomitant medical devices: catalog number:010000780 lot number:6751448 brand name: g7 liner. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-00129. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a revision surgery, the liner would not seat into the cup after several impactions. The malfunction caused a delay in procedure of approximately thirty minutes. No adverse events have been reported as a result of the malfunction and additional information on the reported event is unavailable at this time.